Event description:
It was reported that following a fall, the patient experienced increased baseline pain. The hcp had given the patient a therapeutic bolus and was waiting on response from the patient for effectiveness. No additional testing had been done to date. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).